Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose level was 300 mg/dl. Customer also experienced high blood glucose level. Customer advised to change the entire set and reservoir. The reservoir will not be returned for analysis.